Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30462512m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter suffering cardiac tamponade requiring pericardiocentesis and surgical intervention. After the ablation procedure was completed, when the sheath was being removed the patient¿s blood pressure dropped and bradycardia occurred. An endotracheal intubation was performed. Surface echo showed pericardial effusion. Pericardiocentesis was performed. After that, blood pressure increased to the 100s systolic with the administration of vasopressors. The patient returned to the intensive care unit (ICU). The patient subsequently underwent thoracotomy. After the surgical operation, patient's condition was improved. Additional information received indicated the physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician commented that when a rv catheter, made by another company, was inserted into the right ventricle, the patient felt discomfort about the feeling of indwelling and the position of the catheter by fluoroscopy. There was no evidence of steam pop. Ablation had been performed prior to noting the cardiac tamponade.